Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an inappropriate atrial tachy response (atr) episode. Technical services advised the atr episode was stored due to noise oversensing during the implant procedure. Additional information from the field representative provided the ICD operated as expected after. This ICD remains in service. No adverse patient effects were reported.